Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced drawer board for half height drawer 2.2 and keyboard and configured drawer in storage configuration space. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers not recovering attempted multiple reboots but drawers continue to say not detected on bus. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.